Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited functional undersensing. Additional information was received indicating that the patient's intrinsic p waves were not being sensed consistently and at times the device was tracking the atrial arrhythmias causing to pace intermittently at maximum tracking rate. It was believed that the cause was due to cardiac surgical procedure and not due to an issue with the lead integrity. This ra lead was surgically abandoned. No additional adverse patient effects were reported.